Manufacturer narrative:
The analysis checked the mechanical and electrical properties of the lead. There were no deviations from the technician specifications that could be related to the clinical complaint. The cuts in the outer insulation and the deformation of the shock coil are most likely a result of the explantation procedure. There were no indications of material defects or manufacturing errors.

Event description:
Ous MDR. Sensing disturbances were reported. The implantation/explantation and event dates were not available. The lead was explanted.